Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. On (B)(6) 2012, us endoscopy received a medwatch report regarding the following: during the release of the pill cam capsule, the capsule cup holder of the device also detached and continued down into the small bowel. An attempt was made to retrieve the sheath but was unsuccessful due to being in the second portion of the duodenum. There was limited study due to malfunction of capsule cup holder.

Manufacturer narrative:
Deployment of the capsule cup into the patient poses no more hazard than with the pill cam itself passing through the body via the peristaltic process. The geometry of the capsule cup is close to the pill cam and the capsule cup materials have passed all biocompatibility testing. Review of the lot history record indicates no problems in the manufacturing of this device.